Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed. This issue was known by the clinic and was said to be present for a few months. The clinic elected to address the issue during a generator change-out due to eri. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequences to the patient. The patient was stable following the procedure.